Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user changed ilet supplies without following the full supply-change workflow, saw insulin at the tubing, inserted the site, and then observed the cartridge indicating half full despite a full cartridge; a new fsl3+ sensor had also been placed, and customer support provided troubleshooting and education on the correct steps. Symptoms included hyperglycemia with a reported peak of 210 mg/dl lasting about one hour, without alerts for severe hyperglycemia, without ketone testing, and without need for medical intervention or assistance. Outcomes included no injury and no hospitalization. Investigation included remote troubleshooting, user guidance on proper supply-change procedures, and confirmation of device alerts status. Investigation of this case revealed user technique during cartridge and infusion set change as the likely contributor to underdelivery perception and transient hyperglycemia, with no device alarms and no evidence of component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but consistent with use error related to supply-change steps.